Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device will not turn on/device not functioning,difficulty breathing/short of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported device will not turn on/device not functioning,difficulty breathing/short of breath. The manufacturer received additional information alleging due to the lack of sleep, blood pressure has gone up tremendously. There was no report of patient harm or injury.